Event description:
A customer reported a malfunction issue with their insulin pump, identified by a non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer to ensure continued insulin delivery, and the customer was informed about the necessary steps to address the malfunction.